Manufacturer narrative:
There is no adverse event associated with this complaint. This pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced blood glucose 352 mg/dl before bed on (B)(6) 2011; a family member confirmed that the reason for the elevation was an incorrect carbohydrate count that resulted in an inadequate bolus amount. She stated that around 6 am the next morning, the pt experienced blood glucose of 435 mg/dl with nausea. The family member reported that she heard the pump emitting an alarm at that time and discovered that it was an empty cartridge alarm. She said that she filled and replaced the cartridge at that time; she delivered a correction bolus via the pump. The family member stated that the pt did not require medical intervention. She reviewed the alarm history and confirmed an empty cartridge alarm on (B)(6) 2011 at 10:24 pm. This complaint is being reported as a user error related to an alarm that was not acted upon by the pt or a family member. Therefore, the pt was without insulin for more than seven hours.